Event description:
Patient was here for a halo radiofrequency ablation. Patient brought back to procedure room, went to ablate, and an "e93 error" occurred on the monitor. Representative stated error was a low output/bad cord connection. No wires bent inside the cable. The halo procedure was aborted. Patient brought back to his room. Additional info from incident report: manufacturer part number (ref 64082; ref 90-9100; 90-9100; 90-9200; 90-9100) lot# (type unknown if unavailable) b000002046, b000001940, b000001827. F2514413xb000002001.

Event description:
Patient was here for a halo radiofrequency ablation. Patient brought back to procedure room, went to ablate, and an "e93 error" occurred on the monitor. Representative stated error was a low output/bad cord connection. No wires bent inside the cable. The halo procedure was aborted. Patient brought back to his room. Additional info from incident report: manufacturer part number (B)(4) lot# (type unknown if unavailable) b000002046, b000001940, b000001827. F2514413xb000002001.